Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. Within run vitros tropi es precision tests performed were outside ortho acceptable guidelines indicating that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ortho field engineer identified extensive incubator contamination and performed service, maintenance and cleaning actions to the instrument, including removing the incubator and cleaning all visible contamination, replacing the well weight, the evaporation cover, the fiberoptic bundle assembly, signal reagent pump, probes, tips and tubing and the inner lift pin due to observed damage and contamination and optimizing well wash, signal reagent and incubator adjustments. Following extensive service and cleaning actions, an acceptable vitros tropi es within run diagnostic precision test performed was within ortho acceptable guidelines indicating the vitros eciq imminodiagnostic system was now performing as expected. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5000.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros eciq immunodiagnostic system. Patient sample 1 result of 0.166 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).